Event description:
A dealer called in and stated that the end user claims their wheelchair caught on fire. He stated that he saw a box that may be a product owned by motion concepts. The dealer is sure it is not our qtronix motor controller. This chair's seating is owned by motion concepts. Dealer claims there was a box added to the chair in between the joystick and motor controller after product was sold to the end user. Dealer claims there were badly damaged cables coming out of this box on both ends indicating a possible source of the fire. This is where the end user claims the chair caught fire. Dealer claims that chair was in pretty bad shape and not properly maintained. Dealer claims chair is kept and stored outside in an uncontrolled environment. No injury to client/end user.

Manufacturer narrative:
Product has not yet been returned to the manufacturer for eval, and it is unk if or when manufacturer may have the opportunity to evaluate the device. Manufacturer does not have all the details of the event at this time to determine if the part was manufactured by us or another manufacturer, and at this time we cannot complete our investigation.